Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and customer follow-up. Customer follow-up confirmed the customer did not reprocess the device before it was sent to olympus. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the suggested event could not be concluded, although it can be presumed that the defect was caused due to stress of repeated use, external factors, or handling of the device. Olympus will continue to monitor field performance for this device.

Event description:
A user facility reported to olympus that the evis lucera bronchovideoscope switch failed to work. During a standard service inspection of the customer returned device, foreign body through forceps channel and coat peeling were observed. This report is to capture the reportable malfunction found at inspection. There was no patient harm or user injury reported due to the event.

Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, the reported issue was confirmed. In addition, foreign body through forceps channel, connecting tube coat peeling, s-connector sticky, el-connector sticky due to water leakage, switch 2 damage, switch 1 failure to work, corrosion of suction cylinder, bending angle in up direction, control unit sticky, and universal cord discoloration were observed. Lastly, scratches and dents were on multiple device components were noted. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.